Event description:
It was reported that the balloon burst. The 70% stenosed target lesion was located in the mildly tortuous and moderately calcified radial artery. A 5.00mm / 2.0cm / 90cm peripheral cutting balloon was selected for use. During procedure, upon first inflation, the balloon burst under nominal atm for 10 seconds and was pulled out from the patient's body. The procedure was completed with another balloon of the same size. No complications reported and patient was fine.

Event description:
It was reported that a balloon burst occurred. The 70% stenosed target lesion was located in the mildly tortuous and moderately calcified radial artery. A 5.00mm / 2.0cm / 90cm peripheral cutting balloon was selected for use. During procedure, upon first inflation, the balloon burst under nominal atm for 10 seconds and was pulled out from the patient's body. The procedure was completed with another balloon of the same size. No complications reported and patient was fine.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A microscopic examination identified a balloon longitudinal tear beginning approximately 1mm proximal of the distal markerband and extending approximately 11mm proximately across the balloon material. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no kinks or damage to the shaft of the device. No other issues were identified during the product analysis.